Manufacturer narrative:
(B)(4). D4: additional device information - correction

Event description:
It was reported that the readings froze. Product was provided for investigation. Confirmation of the complaint was not confirmed via product. The probable cause could not be determined via product.

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).